Event description:
A report was received that the patient was experiencing a burning or shocking sensation at the ipg site. The patient underwent a pocket revision procedure. No device malfunction suspected. The patient was doing well post-operatively.